Event description:
The event was received through literature article "device closure of residual shunt after percutaneous closure of patent foramen ovale" published in eurointervention 2010. It was reported that the physician implanted a 15mm helex septal occluder on (B) (6)2006 to close a 10.4mm patent foramen ovale. A large residual shunt was noted during a follow up visit. A reintervention was performed and a 25mm occluder was implanted thereby closing the defect with no procedural complications.

Manufacturer narrative:
A review of the mfg records could not be conducted because the lot # for the device is unavailable. The device remains implanted, so no engineering eval could be conducted. Majunke n, wallenborn j, baranowski a, wunderlich n, sievert h. Device closure of residual shunt after percutaneous closure of patent foramen ovale. Eurointervention 2010;5(7):833-837.